Manufacturer narrative:
A ge representative has not yet reported on eval of the system. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported arcing in the high voltage cables. No pt injury was reported.